Manufacturer narrative:
Product event summary : the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed no anomalies.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: a 383059 lead: implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was invalid data on the episodes for the implantable cardioverter defibrillator (ICD). A ventricular tachycardia non-sustained episode shows loss of atrial capture. The device and right atrial (ra) lead remain in use. No patient complications have been reported as a result of this event.